Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device found the movement of an internal component (garage block) was restricted which resulted in the proximal displacement of the components tube and exposure of the loaded clip. This prevented further deployment of the device and the clip by limiting the movement of the clip pusher block/tube assembly. The pusher block did not connect with a component at the distal end of the release rod to collapse the locator wings and disengage the plunger due to the restricted movement of the garage block. The root cause for the restricted movement of the garage block and subsequent inability to deploy the clip is due to resistance encountered while advancing the thumb advancer. Resistance encountered during thumb advancer deployment is consistent with radial force constriction on the sheath. Factors that may contribute to radial force constriction may include a tight tissue tract or anatomical conditions. Review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
It was reported that an arteriotomy closure of the common femoral artery was attempted using the starclose se device after an unspecified procedure. Reportedly, during the deployment of the thumb advancer, resistance was noted. After the starclose se device was deployed and removed from the anatomy, the wings were noted to be opened and the clip was found on the end of the device. Manual arterial compression was held for 3 minutes and hemostasis was achieved. No resistance was noted during clip deployment or device removal. There was no adverse patient sequela. The physician was reported to be trained in the use of the starclose se device. Though requested, additional information was provided.